Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain/severe pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), menorrhagia ("heavy bleeding during menstruation/ prolonged/abnormal menses"), dysgeusia ("metallic taste in mouth"), abdominal distension ("bloating"), joint swelling ("joint swelling"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and depression ("worsening of her depression"). The patient was treated with surgery (underwent a bilateral salpingostomy). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, dyspareunia, menorrhagia, dysgeusia, abdominal distension, joint swelling, fatigue, vaginal discharge, depression and fibromyalgia was resolving. The reporter considered abdominal distension, back pain, depression, dysgeusia, dyspareunia, fatigue, fibromyalgia, joint swelling, menorrhagia and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirming full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain/severe pain"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (vaginal menorrhagia),") in a 25-year-old female patient who had essure (batch no. 654838, 628426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (g8 p7107), multiparous (date of births: (B)(6) 2001, (B)(6) 2002, (B)(6) 2003, (B)(6) 2005, (B)(6) 2006, (B)(6) 2008, (B)(6) 2009), uti, pregnancy induced hypertension, hernia repair, umbilical cord abnormality nos in 2005, laparotomy (rule out ectopic.) In 2006, breast biopsy in 2006, knee operation (left knee surgery.) In 2006, wisdom teeth removal, breast biopsy, umbilical herniorrhaphy in 2002, pneumonia, miscarriage, depression, precipitate labor, with delivery and acne. CT abdomen/pelvis done showing fluid in cul-de-sac and nephrolithiasis - likely represents ruptured ovarian cyst. Concurrent conditions included drug allergy (codeine, benzoin, cough syrup, guaifenesin (rash)), bipolar disorder, asthma bronchial and peanut allergy (peanut butter, bananas, peanut butter flavor (shortness of breath)). Family history included diabetes mellitus, hypertension, breast cancer female, breast cancer, diabetic (mother, maternal grandmother), breast cancer (mother), high cholesterol (mother), copd (mother), stroke (father), hypertension (father), heart failure (father), emphysema (maternal grandmother), suicide (maternal grandmother), diabetes (brother) and traumatic death (brother). Concomitant products included antibiotics and ciprofloxacin (cipro) for uti. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced rash ("rash") and the first episode of vaginal discharge ("vaginal discharge"), 1 month 27 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in mouth / other injury(ies) or complication (s) please describe: metallic taste in mouth"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation/ prolonged/abnormal menses"), abdominal distension ("bloating"), joint swelling ("joint swelling"), the second episode of vaginal discharge ("vaginal discharge"), depression ("worsening of her depression"), pain in extremity ("leg pain"), abdominal pain lower ("lower abdomen pain") and arthralgia ("hip pain"). The patient was treated with medroxyprogesterone acetate (depo provera), nsaids and surgery (underwent a bilateral salpingostomy/bilateral cornual resection with removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, dyspareunia, menorrhagia, dysgeusia, abdominal distension, joint swelling, fatigue, the last episode of vaginal discharge, depression and fibromyalgia was resolving, the pelvic pain, genital haemorrhage, rash, dysmenorrhoea, pain in extremity, abdominal pain lower and arthralgia outcome was unknown and the vaginal haemorrhage had not resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, joint swelling, menorrhagia, pain in extremity, pelvic pain, rash, vaginal haemorrhage, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: right ostia: 4 coils, left ostia: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: no spill noted bilaterally, essure devices noted in place, fallopian tubes occluded; on (B)(6) 2010: results: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received. Reporter information were added. Lab data and medical history were added. Lot number were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain/severe pain") and pelvic pain ("pain") in a 25-year-old female patient who had essure (batch no. 628426/654838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (g8 p7107), multiparous (date of births: (B)(6) 2001, (B)(6) 2002, (B)(6) 2003, (B)(6) 2005, (B)(6) 2006, (B)(6) 2008, (B)(6) 2009), uti, pregnancy induced hypertension, laparotomy (rule out ectopic.) In 2006, breast biopsy in 2006, knee operation (left knee surgery.) In 2006, wisdom teeth removal, umbilical herniorrhaphy in 2002, pneumonia, miscarriage, depression, precipitate labor, with delivery and acne. Concurrent conditions included drug allergy (codeine, benzoin, cough syrup, guaifenesin (rash)), bipolar disorder, asthma bronchial and peanut allergy (peanut butter, bananas, peanut butter flavor (shortness of breath)). Family history included diabetes mellitus (mother, maternal grandmother, brother), breast cancer female (paternal grandmother at 52, maternal cousin at 25, mother), high cholesterol (mother), copd (mother), stroke (father), hypertension (father), heart failure (father), emphysema (maternal grandmother), suicide (maternal grandmother) and traumatic death (brother). Concomitant products included antibiotics and ciprofloxacin (cipro) for uti. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced rash ("rash") and vaginal discharge ("vaginal discharge"), 1 month 27 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), menorrhagia ("heavy bleeding during menstruation/ prolonged/abnormal menses / abnormal bleeding (menorrhagia)"), dysgeusia ("metallic taste in mouth / other injury(ies) or complication (s) please describe: metallic taste in mouth"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), joint swelling ("joint swelling"), depression ("worsening of her depression"), pain in extremity ("leg pain"), abdominal pain lower ("lower abdomen pain") and arthralgia ("hip pain"). The patient was treated with medroxyprogesterone acetate (depo provera), nsaids and surgery (underwent a bilateral salpingostomy/bilateral cornual resection with removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, dyspareunia, menorrhagia, dysgeusia, abdominal distension, joint swelling, fatigue, depression, fibromyalgia and vaginal discharge was resolving, the pelvic pain, rash, dysmenorrhoea, pain in extremity, abdominal pain lower and arthralgia outcome was unknown and the vaginal haemorrhage had not resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, joint swelling, menorrhagia, pain in extremity, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: right ostia: 4 coils, left ostia: 3 coils. Expiration date reported (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.1 kg/sqm. Computerised tomogram abdomen - on an unknown date: results: fluid in cul-de-sac and nephrolithiasis - likely represents ruptured ovarian cyst.. Computerised tomogram pelvis - on an unknown date: results: fluid in cul-de-sac and nephrolithiasis - likely represents ruptured ovarian cyst.. Hysterosalpingogram - on (B)(6) 2009: no spill noted bilaterally, essure devices noted in place, fallopian tubes occluded; on (B)(6) 2010: results: confirming full occlusion of fallopian tubes. Lot number:628426, manufacture date: 2008-11, expiration date: 2011-11. Lot number:654838, manufacture date: 2009-07, expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of ptc. Upon internal review, previous event genital haemorrhage was clubbed with menorrhagia. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe back pain/severe pain'), pelvic pain ('pain') and abortion spontaneous ('loss of pregnancies') in a 25-year-old female patient who had essure (batch no: 628426, 654838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "loss of pregnancies". The patient's medical history included laparotomy (rule out ectopic.) In 2006, breast biopsy in 2006, knee operation (left knee surgery.) In 2006, umbilical herniorrhaphy in 2002, multigravida (g8 p7107), multiparous (date of births: on (B)(6) 2001, on (B)(6) 2002, on (B)(6) 2003, on (B)(6) 2005, on (B)(6) 2006, on (B)(6) 2008, on (B)(6) 2009), uti, pregnancy induced hypertension, wisdom teeth removal, pneumonia, miscarriage, depression, precipitate labor, with delivery and acne. Concurrent conditions included drug allergy (codeine, benzoin, cough syrup, guaifenesin (rash), bipolar disorder, asthma bronchial and peanut allergy (peanut butter, bananas, peanut butter flavor (shortness of breath)). Family history included diabetes mellitus (mother, maternal grandmother, brother), breast cancer female (paternal grandmother at 52, maternal cousin at 25, mother), high cholesterol (mother), copd (mother), stroke (father), hypertension (father), heart failure (father), emphysema (maternal grandmother), suicide (maternal grandmother) and traumatic death (brother). Concomitant products included antibiotics and ciprofloxacin (cipro) for uti. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced rash ("rash") and vaginal discharge ("vaginal discharge"), 1 month 27 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), menorrhagia ("heavy bleeding during menstruation/ prolonged/abnormal menses / abnormal bleeding (menorrhagia)"), dysgeusia ("metallic taste in mouth / other injury(ies) or complication (s) please describe: metallic taste in mouth"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), joint swelling ("joint swelling"), depression ("worsening of her depression"), pain in extremity ("leg pain"), abdominal pain lower ("lower abdomen pain"), arthralgia ("hip pain / pain in joints"), abortion spontaneous (seriousness criterion medically significant), rheumatoid arthritis ("rheumatoid arthritis"), bacterial vulvovaginitis ("repeated bv infection"), arthritis ("inflammation in arms, legs and joint"), amnesia ("memory loss") and angina pectoris ("chest angina") and was found to have weight increased ("weight gain"). The patient was treated with medroxyprogesterone acetate (depo provera), nsaids and surgery (underwent a bilateral salpingostomy/bilateral cornual resection with removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, dyspareunia, menorrhagia, dysgeusia, abdominal distension, joint swelling, fatigue, depression, fibromyalgia and vaginal discharge was resolving, the pelvic pain, rash, dysmenorrhoea, pain in extremity, abdominal pain lower, arthralgia, abortion spontaneous, rheumatoid arthritis, weight increased, bacterial vulvovaginitis, arthritis, amnesia and angina pectoris outcome was unknown and the vaginal haemorrhage had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, amnesia, angina pectoris, arthralgia, arthritis, back pain, bacterial vulvovaginitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, joint swelling, menorrhagia, pain in extremity, pelvic pain, rash, rheumatoid arthritis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right ostia: 4 coils, left ostia: 3 coils. Expiration date reported jul-2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.1 kg/sqm. Computerised tomogram abdomen: on an unknown date: results: fluid in cul-de-sac and nephrolithiasis: likely represents ruptured ovarian cyst. Computerised tomogram pelvis: on an unknown date: results: fluid in cul-de-sac and nephrolithiasis: likely represents ruptured ovarian cyst. Hysterosalpingogram: on (B)(6) 2009: no spill noted bilaterally, essure devices noted in place, fallopian tubes occluded; on (B)(6) 2010: results: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain/severe pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (g8 p7107), multiparous (g8 p7107), uti, pregnancy induced hypertension, hernia repair, umbilical cord abnormality nos in 2005, laparotomy (rule out ectopic.) In 2006, breast biopsy in 2006, knee operation (left knee surgery.) In 2006, wisdom teeth removal, breast biopsy, umbilical herniorrhaphy in 2002 and pneumonia. Concurrent conditions included drug allergy (codeine, benzoin, cough syrup, guaifenesin (rash)), bipolar disorder, asthma bronchial and peanut allergy (peanut butter, bananas, peanut butter flavor (shortness of breath)). Family history included diabetes, hypertension, breast cancer, breast cancer, diabetic (mother, maternal grandmother), breast cancer (mother), high cholesterol (mother), copd (mother), stroke (father), hypertension (father), heart failure (father), emphysema (maternal grandmother), suicide (maternal grandmother), diabetes (brother) and murder (brother). Concomitant products included ciprofloxacin (cipro) and nitrofurantoin (macrobid) for uti. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), menorrhagia ("heavy bleeding during menstruation/ prolonged/abnormal menses"), dysgeusia ("metallic taste in mouth"), abdominal distension ("bloating"), joint swelling ("joint swelling"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and depression ("worsening of her depression"). The patient was treated with medroxyprogesterone (depo provera), nsaid's and surgery (underwent a bilateral salpingostomy). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, dyspareunia, menorrhagia, dysgeusia, abdominal distension, joint swelling, fatigue, vaginal discharge, depression and fibromyalgia was resolving. The reporter considered abdominal distension, back pain, depression, dysgeusia, dyspareunia, fatigue, fibromyalgia, joint swelling, menorrhagia and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirming full occlusion of fallopian tubes. CT abdomen/pelvis done showing fluid in cul-de-sac and nephrolithiasis - likely represents ruptured ovarian cyst. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received : patient and reporter information updated. Patient concomitant, historic and family history added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe back pain/severe pain') and pelvic pain ('pain') in a 25-year-old female patient who had essure (batch no. 628426/654838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "loss of pregnancies". The patient's medical history included laparotomy (rule out ectopic.) In 2006, breast biopsy in 2006, knee operation (left knee surgery.) In 2006, umbilical herniorrhaphy in 2002, multigravida (g8 p7107), multiparous (date of births: (B)(6) 2001, (B)(6) 2002, (B)(6) 2003, (B)(6) 2005, (B)(6) 2006, (B)(6) 2008, (B)(6) 2009), uti, pregnancy induced hypertension, wisdom teeth removal, pneumonia, miscarriage, depression, precipitate labor, with delivery and acne. Concurrent conditions included drug allergy (codeine, benzoin, cough syrup, guaifenesin (rash)), bipolar disorder, asthma bronchial and peanut allergy (peanut butter, bananas, peanut butter flavor (shortness of breath)). Family history included diabetes mellitus (mother, maternal grandmother, brother), breast cancer female (paternal grandmother at 52, maternal cousin at 25, mother), high cholesterol (mother), copd (mother), stroke (father), hypertension (father), heart failure (father), emphysema (maternal grandmother), suicide (maternal grandmother) and traumatic death (brother). Concomitant products included antibiotics and ciprofloxacin (cipro) for uti. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced rash ("rash") and vaginal discharge ("vaginal discharge"), 1 month 27 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), menorrhagia ("heavy bleeding during menstruation/ prolonged/abnormal menses / abnormal bleeding (menorrhagia)"), dysgeusia ("metallic taste in mouth / other injury(ies) or complication (s) please describe: metallic taste in mouth"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), joint swelling ("joint swelling"), depression ("worsening of her depression"), pain in extremity ("leg pain"), abdominal pain lower ("lower abdomen pain"), arthralgia ("hip pain / pain in joints"), abortion spontaneous ("loss of pregnancies"), rheumatoid arthritis ("rheumatoid arthritis"), bacterial vulvovaginitis ("repeated bv infection"), arthritis ("inflammation in arms, legs and joint"), amnesia ("memory loss") and angina pectoris ("chest angina") and was found to have weight increased ("weight gain"). The patient was treated with medroxyprogesterone acetate (depo provera), nsaids and surgery (underwent a bilateral salpingostomy/bilateral cornual resection with removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, dyspareunia, menorrhagia, dysgeusia, abdominal distension, joint swelling, fatigue, depression, fibromyalgia and vaginal discharge was resolving, the pelvic pain, rash, dysmenorrhoea, pain in extremity, abdominal pain lower, arthralgia, abortion spontaneous, rheumatoid arthritis, weight increased, bacterial vulvovaginitis, arthritis, amnesia and angina pectoris outcome was unknown and the vaginal haemorrhage had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, amnesia, angina pectoris, arthralgia, arthritis, back pain, bacterial vulvovaginitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, joint swelling, menorrhagia, pain in extremity, pelvic pain, rash, rheumatoid arthritis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right ostia: 4 coils, left ostia: 3 coils. Expiration date reported (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.1 kg/sqm. Computerised tomogram abdomen - on an unknown date: results: fluid in cul-de-sac and nephrolithiasis - likely represents ruptured ovarian cyst.. Computerised tomogram pelvis - on an unknown date: results: fluid in cul-de-sac and nephrolithiasis - likely represents ruptured ovarian cyst.. Hysterosalpingogram - on (B)(6) 2009: no spill noted bilaterally, essure devices noted in place, fallopian tubes occluded; on (B)(6) 2010: results: confirming full occlusion of fallopian tubes. Lot number:628426 manufacture date: 2008-11 expiration date: 2011-11. Lot number:654838 manufacture date: 2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events: ¿loss of pregnancies¿, ¿rheumatoid arthritis¿, ¿weight gain¿, ¿repeated bv infection¿, ¿inflammation in arms, legs and joint¿, ¿memory loss¿ and ¿chest angina¿. Device ineffective added as event. New reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain/severe pain"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (vaginal menorrhagia),") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (g8 p7107), multiparous (date of births: (B)(6)2001, (B)(6)2002, (B)(6)2003,(B)(6)2005, (B)(6)2006, (B)(6)2008, (B)(6)2009), uti, pregnancy induced hypertension, hernia repair, umbilical cord abnormality nos in 2005, laparotomy (rule out ectopic.) In 2006, breast biopsy in 2006, knee operation (left knee surgery.) In 2006, wisdom teeth removal, breast biopsy, umbilical herniorrhaphy in 2002, pneumonia and miscarriage. Concurrent conditions included drug allergy (codeine, benzoin, cough syrup, guaifenesin (rash)), bipolar disorder, asthma bronchial and peanut allergy (peanut butter, bananas, peanut butter flavor (shortness of breath)). Family history included diabetes, hypertension, breast cancer, breast cancer, diabetic (mother, maternal grandmother), breast cancer (mother), high cholesterol (mother), copd (mother), stroke (father), hypertension (father), heart failure (father), emphysema (maternal grandmother), suicide (maternal grandmother), diabetes (brother) and murder (brother). Concomitant products included ciprofloxacin (cipro) and nitrofurantoin (macrobid) for uti. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, 1 month 27 days after insertion of essure, the patient experienced rash ("rash") and the first episode of vaginal discharge ("vaginal discharge"). On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in mouth / other injury(ies) or complication (s) please describe: metallic taste in mouth "), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6)2016, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation/ prolonged/abnormal menses"), abdominal distension ("bloating"), joint swelling ("joint swelling"), the second episode of vaginal discharge ("vaginal discharge"), depression ("worsening of her depression"), pain in extremity ("leg pain"), abdominal pain lower ("lower abdomen pain") and arthralgia ("hip pain"). The patient was treated with medroxyprogesterone (depo provera), nsaid's, surgery (underwent a bilateral salpingostomy) and surgery (underwent a bilateral salpingostomy). Essure was removed on 9-mar-2016. At the time of the report, the back pain, dyspareunia, menorrhagia, dysgeusia, abdominal distension, joint swelling, fatigue, the last episode of vaginal discharge, depression and fibromyalgia was resolving and the pelvic pain, genital haemorrhage, vaginal haemorrhage, rash, dysmenorrhoea, pain in extremity, abdominal pain lower and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, joint swelling, menorrhagia, pain in extremity, pelvic pain, rash, vaginal haemorrhage, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.1 kg/sqm. Hysterosalpingogram - on (B)(6)2010: confirming full occlusion of fallopian tubes CT abdomen/pelvis done showing fluid in cul-de-sac and nephrolithiasis - likely represents ruptured ovarian cyst. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet & medical record received: events abnormal bleeding, vaginal bleeding, rash, dysmenorrhea, pelvic pain, pain, vaginal discharge were added. Lab data updated. Concomitant condition, concomitant drugs, historical condition and drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.